Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.